Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal and upstream occlusion seal. Review of the event history log showed multiple cassette not attached properly alarms. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal, upstream occlusion seal, and motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump showed cassette not attached properly. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.